Event description:
It was reported that patient was experiencing shocks. Implantable cardioverter defibrillator (ICD) interrogation negative, and all other workups were negative, with only one recent low flow alarm. The patient was in emergency department awaiting to be discharged. A log file review showed no issues noted with the connection points. There were no ICD shocks. A chest xray was done with no acute findings. Labs were stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of user shock was unable to be confirmed via the submitted log files or photos. The submitted heartmate3 system controller event log files revealed relevant data from 24dec2025 -31dec202. No atypical alarms were captured, and the pump maintained a speed within the expected range throughout the log files. The submitted controller periodic log file captured data from 20dec2025 - 31dec2025 in 1-hour intervals. No atypical alarms were captured in the log files. The system controller (serial number: (B)(6)) was functioning as intended throughout the length of the log files. The system controller was not returned for further analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the user shocks was not able to be conclusively determined via this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook,are currently available. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 IFU section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works,¿ section 3 ¿ ¿powering the system,¿ section 4 ¿ ¿living with the heartmate 3,¿ and section 6 ¿ ¿equipment management¿ instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.